Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump alarmed with a radio frequency failed self test alarm. The alarm reportedly occurred three times. Customer's blood glucose was 123 mg/dl. During troubleshooting, customer was advised to program a bolus into the air, and the bolus amount was recorded in the bolus history. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and programmed with a basal rate, no a64 alarms were noted. The insulin pump was programmed with a test glucose meter which communicated properly with the insulin pump. The insulin pump passed rewind, basic occlusion, occlusion, prime/a33, excessive no delivery, self-test and displacement test. The was received with cracked case at the display window corners, cracked display window, cracked battery tube threads, broken belt clip slot and minor scratched display window.